Manufacturer narrative:
Device passed the displacement test. Device received with motor error alarm during the basic occlusion test due to loose or flush drive support disk. Unable to perform prime or a33 test, excessive no delivery test and occlusion test or verify no excessive no delivery alarm due to motor error alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had motor error and insulin flow blocked alarm. Customer reported they were able to clear the alarm. Customer stated they were able to rewind the insulin pump. Customer reported insulin flow blocked event was resolved by changing complete set. Customer stated motor error occurred 2 times. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.